Event description:
The customer reported to olympus that the colonovideoscope had a weak water supply. During evaluation, the following reportable issue was found: suction channel had foreign object. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction and the play of up down knob did not meet the standard value, adhesive on the bending section cover was chipped, cracked and had a white clouded area, due to clogging of nozzle, the air supply volume, water removal ability, and amount of water contact did not meet the standard value, adhesive around the objective lens and light guide lens was peeled and had a white clouded area, the plastic distal end cover had a dent and was burned, and the following were scratched: protector of universal cord on the suction connector, switch 3, universal cord, and the connecting tube, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. According to the customer, the following details regarding the cds process were as follows for the instrument channel, suction channel, instrument channel port and suction cylinder: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. It is unknown if the customer had any idea about when the foreign material adhered to the endoscope or what the foreign material is, it is unknown if there was a delay in the start of the pre-cleaning, it is unknown if the customer aspirated the water through the suction channel, it¿s unknown if the customer presoaked the instrument channel outlet, it¿s unknown if the customer cleaned with lint-free cloths/brushes/sponges or flushed with detergent solution. The customer brushed the instrument channel, instrument channel port and the suction cylinder, it¿s unknown if there were abnormalities in the accessories used for reprocessing. E1/establishment name: (B)(6) hospital.

Manufacturer narrative:
H10: per the information obtained from the customer, it is unknown if reprocessing was conducted in accordance with the instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the suction channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.